Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specifications passed displacement test and a21 alarm test. No unexpected failed battery alarm anomalies noted. No unexpected a21 alarm noted. No unexpected constant audio tone noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had no power and the display had a black circle. The customer stated that the beep was faint when got the alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.